Event description:
The customer's father reported via phone call that the meter was frozen and could not be reset. The customer's father was advised that the call would be transferred to bayer for troubleshooting. Blood glucose level was 450 mg/dl at the time of the incident. The customer's father will not return the device for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.